Manufacturer narrative:
Concomitant medical products: 5867-3m adaptor and 694758, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) coil exhibited a slow drop in impedance values. The lead remains in use. No patient complications have been reported as a result of this event.